Event description:
It has been reported to company that the wire became separated upon removal from the coronary artery inside the patient. In an attempt to treat a chronic total occlusion, the physician inserted the occlusion balloon catheter into the patient's coronary artery and crossed the lesion. A stent delivery catheter was inserted and a stent was placed in the lesion. The physician removed the stent delivery catheter. As the physician was retracting the wire, the wire became separated and a part of it remained inside the patient's coronary artery. The physician was unable to remove the section of separated wire and the patient was sent to surgery to remove the fragment. The patient is reported to be doing well.